Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 213 mg/dl. There was no adverse impact to the customer's blood glucose level noted. Reportedly, the customer will change supplies independently and to follow up if any issues persist.